Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor dents on distal edge, minor scratches on outer tube, minor stains under light guide cover glass, and minor cracks on side of video connector. There was no patient involvement.